Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed along the cartridge tubing. The customer's blood glucose level was 213 mg/dl. Reportedly, the customer followed-up with tandem technical support and reported bg levels were in "target level" and that the air bubbles issue was resolved. The customer declined further troubleshooting regarding issue.